Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from the united states alleging that their onetouch verio iq meter was given with a dead battery. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was given with a dead battery. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.